Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the a1059 mayfield skull clamp was installed on the patient, the bone fractured. There was no other information provided. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
Additional information received from the sales representative on 05/02/2018: the skull pin (the one located near the torque knob) fractured the patient¿s skull and punctured the dura. The patient was left with a skull fracture, csf leak, and has had two subsequent procedures since the original incident to try and repair the damage. The device was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements. When the unit was properly positioned and put under pressure, it functioned properly. General maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. Prior service history: jan2016. The complaint was not confirmed. There was no issues observed. The root cause is undetermined at this time.